Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited front panel light off due to faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reportable event was confirmed. The probable cause was most likely attributed to failure of the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.